Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code (B)(6).

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received shocks for ventricular fibrillation (vf) but at the hospital, they shocked the patient externally because the first therapy zone had a high rate cut off programmed . The patient also experienced asystole. During the episodes a message mentioning a detected high voltage on shock lead during charge was observed. Furthermore, as an external shock was delivered, the crt-d was recommended to be evaluated by performing a manual capacitor reform and a posterior commanded shock. Also, some evidence of fine vf under sensing and a large artifact that aligns with the external shock were observed. Programming therapy options were discussed. The crt-d remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received shocks for ventricular fibrillation (vf) but at the hospital, they shocked the patient externally due to high first therapy zone. The patient also experienced asystole. During the episodes a message mentioning a detected high voltage on shock lead during charge was observed. Furthermore, as an external shock was delivered, the crt-d was recommended to be evaluated by performing a manual capacitor reform and a posterior commanded shock. Also, some evidence of fine vf under sensing and a large artifact that aligns with the external shock were observed. Programming therapy options were discussed. The crt-d remains in service. No additional adverse patient effects were reported.